Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, bowel obstruction and pain. Post-operative patient treatment included revision surgery and hernia repair with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a3a, a4, a5b, b2, b5, b6, b7, d4 (expiration date), d10, g1, h4, h6 (patient codes, device codes, ime e2402: thickened bowel, ileus, air in colon, labs abnormal for wbc; hemoglobin; platelets, foci of air, leukocytosis, no appetite, weight loss, wound indurated, unable to tolerate anything by mouth), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced hernia recurrence, adhesions, bowel obstruction, pain, bulging, thickened bowel, edema, ileus, air in colon, fluid collection, seroma, constipation, labs abnormal for wbc; hemoglobin; platelets, mesh bulging, distended small bowel loops, soft tissue stranding, foci of air, infection, abdominal pain, distention, nausea, vomiting, umbilical mass, leukocytosis, fever, chills, no appetite, weight loss, eventration of abdominal wall, enterotomy, deserosalizations, unable to tolerate anything by mouth, liver bleeding, abdominal wound was indurated with purulent hematoma, tenderness, burning pain, bubble at top of wound, open bottom of wound with thick greenish drainage, & issues with wound healing that prevents them from standing straight. Post-operative patient treatment included revision surgery, hernia repair with mesh, CT scan, x-ray, hospitalization, npo, laxatives, abdominal wall block, exploratory lap, lysis of adhesions, small bowel resection, mesh revisio n, enterotomy oversewn, removal of drains, ng tube, PICC, IV pain medication, deserosalizations oversewn, oral pain medication, anastomosis, tacker removal, ICU, hematoma expressed, pca, wound staples removed, wound care, tpn, medication, & rollator walker.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b5, b7, h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced inflammation, scarring, bowel issues, hernia recurrence, adhesions, bowel obstruction, pain, bulging, thickened bowel, edema, ileus, air in colon, fluid collection, seroma, constipation, labs abnormal for wbc; hemoglobin; platelets, mesh bulging, distended small bowel loops, soft tissue stranding, foci of air, infection, abdominal pain, distention, nausea, vomiting, umbilical mass, leukocytosis, fever, chills, no appetite, weight loss, eventration of abdominal wall, enterotomy, deserosalizations, unable to tolerate anything by mouth, liver bleeding, abdominal wound was indurated with purulent hematoma, tenderness, burning pain, bubble at top of wound, open bottom of wound with thick greenish drainage, & issues with wound healing that prevents them from standing straight. Post-operative patient treatment included medication, revision surgery, hernia repair with mesh, CT scan, x-ray, hospitalization, npo, laxatives, abdominal wall block, exploratory lap, lysis of adhesions, small bowel resection, mesh revision, enterotomy oversewn, removal of drains, ng tube, PICC, IV pain medication, deserosalizations oversewn, oral pain medication, anastomosis, tacker removal, ICU, hematoma expressed, pca, wound staples removed, wound care, tpn, medication, & rollator walker.